Event description:
A customer contacted beckman coulter inc. (Bci) in regards to fluid leak under the hydro pneumatic area. No injury was reported.

Manufacturer narrative:
A bci service is unable to reach the cx7 delta instrument since its accessibility has been blocked by a new instrument. The customer has elected to run on synchron lx 20 clinical system, hence the cx7 delta unit has been powered off. Investigation is ongoing.